Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patients are finding the optima injector /connectors units aren¿t staying well connected to their PICC lines overnight. It was stated multiple patients have had to return to the nurse to have them reattached. The affect to the patient is chemotherapy delivery slower rate at 180 minutes less time than regiment dictated.